Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(4)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. The load cell characterization test procedure failed and revealed that both load cells were defective. The cracked covers and defective load cells were likely attributed to mishandling such as a drop. The load cells need to be replaced to remedy the fault. Upon visual inspection, noticed a cracked front enclosure and top cover. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure and top cover need to be replaced to address the observed physical damage. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed functional testing due to the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.